Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the safety switch came off. The lever was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the safety came off without being touched. The black power button was loosened from the device. It¿s not totally come off. During product evaluation, it was discovered that the safety switch came off. There was no patient harm/injury or surgical delay as there was no patient involvement. There was an alternate device available for immediate use. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.